Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device alarmed system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be an out of adjustment lower link screw which requires adjustment to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.